Event description:
It was reported to medtronic minimed that the customer experienced communication issue between pump and transmitter, lost sensor alarm. The customer reported blood glucose value of 200 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: high bg 200 believed to be caused by not being in smartguard mode at the time was not in smartguard due to sensor issues document treatment for high bg: pump other than insulin, indicate medications taken to treat diabetes: none document type of diabetes: 1. The event involved product(s) mmt-1884, unomedical, mmt-7040b, mmt-332a, mmt-7841zn. Customer was not using the auto mode/smartguard feature at the time of the event. High bgs/under delivery customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with troubleshooting. Sensor signal not found/cannot find sensor signal/lost sensor/loss of communication customer reported a loss of communication between the transmitter and the pump. Deleted transmitter serial number from pump and repaired but transmitter would still not communicate/trigger a "sensor connected" alert. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-7040b. No product return is required for mmt-332a. Mmt-7841zn was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.